Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard shielded IV catheter needle would not retract during use. The following information was provided by the initial reporter, translated from (B)(6): "the anesthesia department reported a material safety incident during the use of a 20g catheter ref (B)(4), lot 2165893. Description of facts: blockage preventing the retraction of the needle in its protection."

Manufacturer narrative:
Investigation summary : since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract during use. The following information was provided by the initial reporter, translated from french: "the anesthesia department reported a material safety incident during the use of a 20g catheter ref (B)(4), lot 2165893. Description of facts: blockage preventing the retraction of the needle in its protection."